Event description:
It was reported that an implantable neurostimulator (ins) was overdischarged. The last successful recharging session was 6 to 12 months ago. The last time stimulation was felt was 2 to 6 months ago. The manufacturer's rep was unable to communicate with the device, even after 5 cycles with physician recharged. The pt needed the ins replaced. It was unk if this was the third overdischarge and a replacement date had not been finalized. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).